Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak on the reservoir. Blood glucose level at the time of incident was 134 mg/dl. Troubleshooting was performed. Customer advised they had issues with three reservoirs. Customer was advised the products would be sent out when available. The reservoirs will not be returned for analysis.